Event description:
Model 6945 presented with low resistance/impedance. Model 7271 was explanted because of rapid battery consumption due to lead and the ICD subsequently tested out of specification during MFR's analysis. Models 7272 and 4193 removed due to infection after implant of two months.